Event description:
It was reported that during a normal follow-up, noise was observed. Patient was asymptomatic. The noise was unable to be reproduced. Further testing was recommended. The patient is doing well.

Manufacturer narrative:
(B)(4).